Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter, and a hypoglycemic event on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that on (B)(6) 2015, their cgm was 100 points off before he experienced a hypoglycemic event. The patient ate dinner and his husband witnessed an extreme low. His husband gave him hemoglobin and 3 glucagon shots. The patient had no reaction. Patient's husband called 911, they arrived and stated patient's readings were at 0 mg. The patient was admitted to cpmc and released on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation; therefore, the reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. A root cause for the reported inaccuracy and hypoglycemia cannot be determined.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The share direct receiver (part number stk-dr-001/serial number (B)(4) lot number 5198505), being used with the complaint sensor at the time of the event was returned on 05/28/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of inaccuracies; however; a root cause could not be determined.